Event description:
Paramedics used the device to administer external pacing to a person diagnosed in cardiac arrest. At some point after pacing was started, the device allegedly stopped functioning for no apparent reason. The patient was not resuscitated. The customer indicated the reported malfunction did not indicated the reported malfunction did not likely cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.